Event description:
It was reported that during a threshold test, the merlin programmer would lock up, reverting to unipolar and stopped delivering pacing impulses. The programmer was reprogrammed and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).